Event description:
It was reported that during an explant procedure the lead was damaged. Fragments were left and a partial lead was shown per x-ray. Additional information was requested.

Manufacturer narrative:
(B)(4).